Event description:
The user stated she received erroneous hgc results for two pt plasma samples that came from another lab in 13 x 75 mm pour off tubes. The samples were not recentrifuged prior to testing and contained no bubbles or fibrin. The user stated, "the tech who ran these was afraid the samples may have been short so she repeated then right away, but the first erroneous results were already reported." The patients were not adversely affected. Sample 1 initial result was 0.939 miu per ml, repeat result in a sample cup on the same elecsys 2010 was 114.6 miu per ml. Sample 2 initial result was 0.946 miu per ml, repeat result in a sample cup on the same elecsys 2010 was 131.6 miu per ml. The field service rep could not determine a cause. He checked the analyzer operation and found no abnormalities. He verified the analyzer performance with mechanism checks, assay performance checks and qc.